Manufacturer narrative:
The event of ipg flipped in pocket was reported to abbott. The patient's ipg was replaced due difficulty charging from their ipg flipping in the pocket. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg flipped in the pocket site causing difficulty charging. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.